Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports they had gone to a scheduled doctors appointment where the doctor had advised the patient to go to the hospital due to blood glucose levels over 200 mg/dl while wearing the pod for longer than 48 hours. Once at the hospital the patients pod was removed. The patient was treated with insulin. The patient reports the controller settings were changed as treatment while in the hospital. The patient was discharged from the hospital after 7 days. The patients pod will not be returned as it has been discarded.